Event description:
It was reported that noise had been observed on the atrial lead. Upon explant, clavicular crush damage was noted and the stylet could not be advanced. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found an insulation abrasion at 15.2 cm to 16.0 cm from the connector pin. The abrasion is consistent with exposure to constant friction with another implantable device and likely contributed to the reported noise. A stylet obstruction was confirmed at 29.0 cm from the connector pin due to dried body fluids.